Event description:
The patient reported that since he opened this box of vgos, every vgo he has worn has fallen off of him after about 12 hours of use. The patient stated he does clean the area with alcohol before every use. The patient stated he placed they different locations every time and they still would not stay attached. The patient discarded the vgos.